Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant is unknown. It was reported that 46 months post implant the computed tomography revealed a type I endoleak and the stent graft migrated well below the renal arteries. It was reported that the pt's disease progression and severely tortuous arteries contributed to the migration of the stent graft. The physician implanted a three aortic cuffs and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.